Manufacturer narrative:
Patient weight was not reported. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell on (B)(6) 2015 and broke the femoral nail from a hip replacement surgery that was performed on (B)(6) 2014. After the patient fell she had complained of pain. The femoral nail and four (4) unknown screws were removed. There were no fragments left in the patient. The patient was revised on (B)(6) 2015 with a trochanteric fixation nail system advanced (tfna). The surgery was successful. There was no surgical delay. The patient's postsurgical status was reportedly good. This report is 1 of 1 for (B)(4).